Event description:
Iab inserted l fa via cutdown unable to remove guidewire after insertion iab removed and replaced. There were two previous iabs; #1(s/n unk) remove due to lost pulses. #2(s/n hf62065) blood in tubing. These iabs won't be returned thrown away by hosp.